Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2006. Subsequently, the patient was revised on (B)(6) 2013 due to patient allegations of elevated metal ion levels, pain, damage to surrounding bone and tissue and lack of mobility. The modular head and acetabular cup were removed and replaced with a biomet head and a competitor acetabular cup. Review of invoice history confirms the initial implant and revision dates. This report is based on allegations set forth in plaintiff¿s notice and the allegations there in are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "material sensitivity reactions. " and "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s notice and the allegations there in are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-00202 / 00203).